Manufacturer narrative:
Concomitant medical products: product ID: 6947m55 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s system was explanted and replaced due to infected pocket. It was noted the patient had a massive hematoma that did not resolve. The extent of the hematoma was such that the pocket sutures had opened up, thereby exposing the device and leads to the air. Ultimately, the device pocket became red, inflamed and filled with pus. No further patient complications have been reported as a result of this event.